Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, the insulin pump was received with no loose drive support cap noted, minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and loose shifter end cap sticker.

Event description:
Customer reported, he has been experiencing high blood glucose for about a week. Customer stated he has been correcting with bolus dose but feels the insulin pump is not delivering insulin. Customer has changed the site 4 times but had not received any error alarms. Current blood glucose value was 250 mg/dl. During troubleshoot; it was stated, the drive support cap is sticking out. The tubing has no air bubbles and no insulin leaks were found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Cannula is not bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.